Manufacturer narrative:
Device eval: the device was disposed of by the hosp; therefore no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 18atms when inflated for five seconds on the first inflation during post dilation. The lesion being treated was a 99% stenotic in stent restenosis of a 3.0 bare metal stent located in the tortuous, severely calcified and eccentric proximal to mid left anterior descending artery (lad). The device was removed from the pt intact. The procedure was successfully completed with another balloon. Pt status is listed as "good".